Event description:
It was reported that there were no insulin drops seen at the end of the tubing during fill tubing. Customer noticed the luer lock and not attached properly and that there was no insulin coming out of the pigtail. Prior to calling, the customer reattached and filled the tubing and resumed insulin delivery. There was no impact tot the customers blood glucose level.

Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.